Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019. It was indicated that the device is not returning for evaluation as it was discarded at the surgery center; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 11.5 diopter intraocular lens (iol) was implanted into the patient's right eye (od) on (B)(6) 2018. Reportedly, the lens was explanted on (B)(6) 2019 due to blurred vision and dysphotopsia. The incision was enlarged during the removal of the lens and sutures were used. A zct300 12.5 diopter lens was implanted as a replacement. Additional information was received and it was learnt that the best corrected visual acuity (bcva) before the lens exchange was 20/30. The account also indicated that the explanted lens was discarded at the surgery center. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the date of birth initially reported was incorrect. Therefore, it has been corrected in this supplemental report. The following field was updated accordingly. Date of birth: (B)(6) 1962. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.